Event description:
The customer reported that the ortho provue analyzer misread a patient sample barcode ID number.

Manufacturer narrative:
The customer reported that the ortho provue analyzer misread a patient sample barcode ID number. The customer re-printed the barcode identification number. The provue identified the reprinted barcode label multiple times without error. The customer admitted that the incorrectly read barcode was smudged. Provue malfunction was not identified. Incident is isolated. The customer identified the barcode ID number misread, preventing association of the sample with incorrect test results, and preventing erroneous results from being reported. However, if this incident were to recur undetected, patient results may be associated with the wrong identification number, which could lead to transfusion of incompatible blood.